Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, when catheter was inserted into the sheath, the air was noted on the valve of the sheath. Several attempts were made to aspirate the sheath, but the issue persisted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was contaminated.